Event description:
It was reported to baxter (B)(4) that a colleague infusion pump with the malfunction of channel a needs a replacement . This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a needing a replacement was confirmed but not duplicated during evaluation. This condition was due to a defective pump head module (phm). The channel a phm was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 6.13.92.